Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: d9, h2, h3, h6, h9, h11. Device evaluation: intuitive surgical, inc. (Isi) received the force bipolar instrument for failure analysis evaluation. A visual inspection confirmed that the instrument grips had no bent or sharp-edged parts. When tested on an in-house system, the instrument passed both recognition and engagement tests, exhibited intuitive movement, and demonstrated a full range of motion in all directions. The grip tips opened and closed as intended and passed the grip test. However, the instrument failed both energy delivery and electrical continuity tests in multiple grip orientations. Additionally, further inspection revealed a frayed grip cable at the force amplification pulley, with some internal wires broken but the cable itself remained intact. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. No missing parts, or abnormally sharp or damaged components were identified that could have caused the cable damage. The conductor wire insulation near the force amplification pulley was found to be fragmented, resulting in exposed internal wires. There were no abnormally sharp or damaged components that could have contributed to the cable damage. A portion of the conductor wire was discovered to be dislodged from its routing at the grips, creating a loop protruding above the outer surface.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the video provided by the customer shows a force bipolar instrument is installed in arm 2 and there is a piece of unspecified tissue caught in the wrist component as it is moved through the cavity. It could not be confirmed whether or not there was patient harm due to this event, as the video does not show any intervention. A review of an image provided by the customer shows a dislodged grip tang, and there appears to be tissue stuck to the dislodged grip tang.

Event description:
It was reported that during a da vinci-assisted ventral hernia etep procedure, tissue became inadvertently entrapped within the wrist of the force bipolar instrument on two separate occasions. During the first occurrence, the posterior fascia of the rectus muscle became stuck; during the second, a loop of the small intestine was entrapped. In both cases, the tissue was successfully released by manipulating the wrist of the force bipolar instrument, and assistance from a second instrument. The tissue was not expected to be removed as part of the procedure. No bleeding occurred as a result of these incidents. The procedure was successfully completed robotically. There is no allegation or evidence of additional patient harm, and no post-operative or long-term complications were observed or expected. Furthermore, there are no concerns regarding the potential for long-term complications related to this event.